Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Device oversensing noise, likely external emi. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to sensing of noise on the right ventricular (rv) lead. Reprogramming was performed to turn off the detections and defibrillation therapies. The lead remains in use. No further patient complications have been reported as a result of this event.